Event description:
The customer reported the probe leaked 2-3 mls of fluid onto the counter during a prime cycle from the coulter lh 500 hematology analyzer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The fse confirmed the leak from pinched vacuum tubing connected to the probe wipe. The fse straightened the vacuum line resolving the leak. (B)(4).